Event description:
It was reported that the user experienced repeated alert 41 events described as an insulin absolute range error, which persisted despite device restarts, and a replacement device was arranged. Symptoms included device alarm notifications. Outcomes included interruption of automated insulin therapy and the need for alternative diabetes management planning through the user¿s healthcare provider. Investigation included device history and complaint review with troubleshooting guidance provided. Investigation of this case revealed a malfunction consistent with an insulin delivery error associated with the pump system, with the affected device component unspecified pending return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to no device analysis completed to date. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.